Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event was ni now 05/23/2023 it was reported that a spectrum pump kept beeping upstream occlusion while attempting to infuse a patient. The pump would not run and kept beeping upstream occlusion. This occurred on the med/surg floor. There was no harm to the patient as the infusion would not run. No additional information is available. The device was received for evaluation. During functional testing, the reported problem of 'an upstream occlusion alarm' was not reproduced. A review of the event history log (ehl) revealed 'an upstream occlusion alarm' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.